Event description:
The patient's attorney provided medical records. An intra-operative record noted cage migration approximately three months post implant. Due to the l5-s1 failed interbody fusion, the patient underwent re-exploration of prior right l5-s1 interbody fusion, revision of l5-s1 interbody fusion, right iliac crest autograft, and l5-s1 lateral mass fusion. Notes state, it was apparent that the interbody device was very immobile and could not easily be removed. Therefore a drill was used to drill it into pieces and remove it piecemeal. The thecal sac was found to be completely inadequately decompressed. The cage was not replaced bone marrow combined with autograft-allograft was placed in the disc space.

Manufacturer narrative:
(B)(4): not returned to manufacturer: device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records do not indicate a non-conformance to specifications.